Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer¿s low blood glucose level was 40¿s mg/dl and 50¿s mg/dl and high blood glucose level was 300¿s mg/dl and 400¿s mg/dl. The customer was treated with insulin pump and insulin pen for high blood glucose level and treated with food for low blood glucose level. The drive support cap was normal. The insulin pump received no delivery alarm. The insulin pump will not be returned for analysis.